Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) after "living renal transplantation" on (B)(6) 2010. According to the complainant, when the physician attempted to remove the stent on (B)(6) 2010, the pigtail on the bladder side detached. On (B)(6) 2010 the physician attempted to remove the remaining stent using "forceps under cystoscope". A piece of the stent detached leaving the pigtail of renal side of the stent inside the patient. At this time, it is unknown if the physician plans to remove the remaining stent fragment. There are no reported complications to the patient. On (B)(6) 2010, the patient was reported to be in "good" condition.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) after "living renal transplantation" on (B)(6) 2010. According to the complainant, when the physician attempted to remove the stent on (B)(6) 2010, the pigtail on the bladder side detached. On (B)(6) 2010 the physician attempted to remove the remaining stent using "forceps under cystoscope". A piece of the stent detached leaving the pigtail of renal side of the stent inside the patient. At this time, it is unknown if the physician plans to remove the remaining stent fragment. There are no reported complications to the patient.

Manufacturer narrative:
On (B)(6), 2010, the patient was reported to be in "good" condition.

Manufacturer narrative:
Follow up received stating the fragment was removed from the patient (date unknown). A visual evaluation of the returned percuflex plus ureteral stent found that the device had been torn twice and that two remnants of the device were returned. The proximal end of the stent was not returned for evaluation. The tears were both jagged and the proximal tear was found to be at an angle. The distal remnant was found to have a kink near the distal end. A small suture impression was found in the second remnant just distal to the second tear. It is most likely that the suture wrapped around the stent body during placement and when it was pulled upon for removal it cinched and tore through the stent causing it to break. Therefore, the most probable root cause for this event is determined to be "operational context."

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture and expiration dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause of this event. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B) (6).

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient (age, gender, and weight unknown) after "living renal transplantation" on (B) (6) 2010. According to the complainant, when the physician attempted to remove the stent on (B) (6) 2010, the pigtail on the bladder side detached. On (B) (6) 2010 the physician attempted to remove the remaining stent using "forceps under cystoscope". A piece of the stent detached leaving the pigtail of renal side of the stent inside the patient. At this time, it is unknown if the physician plans to remove the remaining stent fragment. There are no reported complications to the patient.